Event description:
Reporter alleged the blood glucose monitoring device generated a result outside the reading range of the meter. Customer stated a relative stated the meter displayed a reading of 799 mg/dl. However, was unable to find the reading in the meter memory. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.